Event description:
Event description guidant received information that this atrial pacing lead produced noise on the atrial channel. When tested at 5.0v, the lead was not capturing. Pacing impedance measurements were greater than 3000 ohms. It is reported that the patient has sustained no injuries to the chest or had any medical procedures recently. The lead is appropriately sensing 3.3mv p-waves. Guidant received subsequent information that the device will be explanted and the lead will be checked/explanted at that time.